Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "ECG disabled", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of defib fault 72 and defib disabled was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, bench handling, and defib functionality stress testing without duplicating the report. The pace/defib engine was replaced as a precaution. The customer's report of ECG disabled was not replicated or confirmed. The device was put through extensive testing including full functionality testing using test accessories without duplicating the report. The device was recertified and returned to the customer. The accessories used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.